Event description:
It was reported that the pump touchscreen timed off sooner than expected. Reportedly, customer continued to use the pump for insulin therapy. No additional patient or event information was provided. Although requested, the customer declined to provide any additional information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.